Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint stent was implanted into the distal rca, and one driver stent was implanted into the distal rca. Approximately 48 months post index procedure the patient suffered from silent myocardial ischemia and was treated by a tv revascularization on the same day, treating the rca with stenting. The patient is in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.